Manufacturer narrative:
(B)(4) - follow emdr for manufacturing investigation. No sample or photos were received by our quality team for evaluation. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of package seal integrity poor with lot #1282859 regarding item #50-7510.a review of the internal manufacturing device record and raw material history files for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. It was confirmed that procedural and functional requirements needed for its release were met. Based on the investigation results a probable root cause could not be identified for the reported failure mode since photos or samples were not returned for evaluation and batch history record review did not identify any evidence for which the customer submitted the complaint.

Event description:
Edgepark reported via email: the seal of the kit was open. No patient impact. 27aug2019: spoke with end user, states drainage kit and procedure packaging was not sealed. End user did not use opened kit. No patient injury. Dludwig.

Manufacturer narrative:
(B)(6) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Spoke with end user, states drainage kit and procedure packaging was not sealed. End user did not use opened kit. No patient injury.